Event description:
Healthcare provider reported, a device that was opened. And discarded/destroyed, due to ¿faulty packaging. Plastic containers sticking to each other. Unable to remove implant from packaging without contamination¿. The device was not implanted and has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿faulty packaging, plastic containers sticking to each other. Unable to remove implant from packaging without contamination¿.